Event description:
The customer was admitted to the hospital in a diabetic coma. It was stated that they were found unresponsive and the nurse believed that customer was treated with dextrose. The pump remained connected to customer but it was in suspend mode at the time of call. Customer's family member was very distraught and unable to perform any troubleshooting.